Event description:
Customer reported via phone call to have fallen down the stairs landing on insulin pump and believes there may be internal damage to insulin pump. Customer's blood glucose was 400 mg/dl and paramedics were called. Customer was taken to the hospital on (B)(6) 2015 and was still hospitalized at time of call. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.